Event description:
It was reported by the patient that "with my new pacemaker I feel lightheaded and tired all of the time." The patient also questioned the device programming. It was later reported by the patient's clinic that the patient presented for a device check and adjustments were made to the atrial lead settings. The patient's clinic also reported that the patient "is fine, the system is working great." The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.